Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was black and had clicking sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the screen had gone black and a clicking sound had been heard. The field service engineer (fse) found that the station was completely powered off, and each time it was turned on, it failed to power up while emitting a faint clicking noise. The fse traced the sound to drawers 1.1 and 1.2. After ensuring the station was fully powered down, the fse opened the back panel and tested each sub-drawer with a multimeter. Drawer 1.1 measured 0.4 ohms, and drawer 1.2 measured 4.0 ohms, indicating that drawer 1.1 required replacement. The fse replaced the controller for drawer 1.1 and reassembled the station. The drawer was verified in the application, and diagnostics were performed for further validation. After testing, the customer used the drawer and confirmed that it was fully functional. A proactive inspection was also completed. The system functioned as intended after the field service engineer repaired the device.